Event description:
Boston scientific received information that during a follow-up visit, this device displayed a longevity remaining of 1.5 years. The device atrial output was increased from 3.5 v at 0.8ms to 4 v @ 1.0 ms. Three months later, the device tested as expected during a transtelephonic check. Later that month, the device unexpectedly reached elective replacement time (ert) and the autocapture feature increased the ventricular output to 3.5 v. A technical service consultant was contacted and discussed that the automatic capture feature and that the output indicated that the device was in retry. The reason for the retry output was not determined as the patient was pacemaker dependent and the clinician did not want to perform additional testing. The consultant speculated that the device longevity calculation from three months prior was taken before the ventricular output had changed. After the output change, the longevity likely changed to ensure that there was enough voltage remaining after ert to make it 90 days before end of life. The device was explanted, replaced and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was ert. The device functioned normally throughout testing. Analysis concluded that the device operated within electrical specifications during pacing and sensitivity testing. It was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.